Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe when moved causes snowy particles on the ultrasound image is confirmed. The root cause of the reported issue is an internal probe failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Probe when moved causes snowy particles on the ultrasound image.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Probe when moved causes snowy particles on the ultrasound image.